Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. There is a connection issue at contact 12 when looking at the connectivity screen and an impedance reading of 40000. Then contact 11 has an impedance of 10130 and contact 13 has an impedance reading of 22570. The patient reports a loss of stimulation and patient reports a loss of efficacy of stimulation and also reports a "burning" that starts around the ins site that radiates down back and into right leg. Rep tested connectivity and impedance values in multiple positions to see whether either changed and they did not. Rep also programmed around the impedance including programs that did not include the right column of contacts at all to see if that made a difference. There was new pain and pain at the ins site. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.